Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an 8 cm abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The pt has a history of right leg sciatica, peripheral vascular occlusive disease of the lower extremities, chronic obstructive pulmonary disease, ischemic heart disease, and obesity. It was reported that the pt had one patent renal artery. It was reported that the bifurcated stent graft was deployed just below the left renal artery and that the pt made adequate urine throughout the implant procedure. Final angiography demonstrated satisfactory placement of the stent graft at the renal arteries and no endoleaks. No complications were noted during the implant procedure. Post-operatively, the pt developed staphylococcus aureus septicemia, pseudomonal pneumonia, post traumatic pulmonary insufficiency, atrial fibrillation, a urinary tract infection and lower nephron nephrosis. It was reported that the pt died of renal failure one month later. No autopsy was performed, and it was reported that the physician does not believe that the death was related to the device.